Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 150-165mg/dl fasting. Verified the strips expired 2/13/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 409mg/dl and 351mg/dl fasting. Reviewed meter memory: (B)(6). Customer ran a blood glucose test today at 3pm with her truetrack meter and got result 328mg/dl(fasting) and she used another meter and got result 153mg/dl.